Event description:
It was reported that during a premature ventricular contraction (pvc) ablation, a pericardial effusion was noted as the patient's blood pressure dropped and after all the catheters had been removed from the patient. The pericardial effusion was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and the patient was noted to be in stable condition. During the pericardiocentesis, the physician said that the blood being drained was venous blood. This led them to feel that the perforation was from the right side of the heart in the right atrium. They felt that while the physician was maneuvering the soundstar catheter around the right atrium to visualize areas of the left atrium and left ventricle, the soundstar catheter may have hooked into the right atrial appendage and caused the perforation there. The patient was sent to the ICU overnight and the pericardial drain was taken out 2 days post procedure and then went home the next day. She was stable and premature ventricular contraction (pvc) free on discharge.

Manufacturer narrative:
The concomitant products: carto 3: model# m-4800-01, serial # (B)(4). Stockert: model# m-5463-01, serial # (B)(4). Coolflow pump: model# m-5491-02, serial # (B)(4). (B)(4) are related to the same event.

Manufacturer narrative:
(B)(4). It was reported that during a premature ventricular contraction (pvc) ablation, a pericardial effusion was noted as the patient's blood pressure dropped and after all the catheters had been removed from the patient. The pericardial effusion was confirmed by a transthoracic echocardiogram. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, the returned device was tested for eeprom, carto, calibration functionality and transducer tests. The catheter passed these tests. Catheter was properly visualized during test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown.